Event description:
The pt reported that she received the "cartridge low warning" while she was sleeping. She indicated that she silenced the alarm and returned to sleep. She awoke at 7:30 feeling lethargic, nauseous and her heart was racing. She tested her blood glucose and it was 472 mg/dl. Her normal range is 140 mg/ml. She noticed that her insulin cartridge was empty. She reported that she changed her insulin cartridge and administered a bolus and insulin injection until her blood glucose reduced. The labeling indicates that the "cartridge low warning" should indicate that 20 units of insulin are remaining. The patient indicated that based on the warning, that she should not have run out of insulin. No medical treatment required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.